Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 68 year-old male patient with cardiogenic shock implanted with impella cp. Patient supported uneventfully for 5 days (off-label use). On day 5, patient developed right ventricular (rv) failure due to volume overload. Rp flex implanted with impella cp for biventricular support. Patient continued to decompensate hemodynamically, with multi-organ failure. Family decided to withdraw care, and patient expired. Impella cp and rp flex to be coded to multi-organ failure and death, although patient's ongoing critical state may have led to decompensation.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details.